Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on 11-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 16-jul-2025, additional information was received which indicated that an octaray catheter was utilized for the mapping process. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo¿ and when the physician was switching the mapping catheter for an ablation catheter, the physician notice that something was moving inside the vizigo¿ sheath hub. The reporter stated that the moving part looked like a rubber piece that had dislodged from the sheath. The vizigo¿ sheath was replaced, and the problem was resolved. The case continued. No adverse patient consequence was reported. Additional information was received which indicated that the reporter believes that it is the hemostatic valve (referring to the rubber piece); however, it cannot be verified as the piece moved back into place when the catheter was removed from the sheath. When the catheters were advancing you could see the movement of the rubber.

Manufacturer narrative:
The device evaluation was completed on 16-oct-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo¿ and when the physician was switching the mapping catheter for an ablation catheter, the physician noticed that there was a moving part that looked like a rubber piece had dislodged from the sheath. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, an object was observed inside the hub of the sheath. However, it was not possible to determine if the object inside the hub is the valve based only on the images provided. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed a piece of insertion tool stuck inside hub. No dilator or the rest of the insertion tool was returned to analysis site. Hemostatic valve was observed partially broken from the star section with reddish material residues. A scanning electron microscope (sem) study was performed to further analyze the damage and it was found that mechanical damage may have caused the insertion tool to detach; however, it could not be conclusively determined. Further investigation was performed with insertion tool supplier and an internal customer feedback investigation was performed; review of documentation, inspecting retains, tensile results, bonding and ID and od dimensions was performed; however, no relation with a specific lot or assignable root cause was found. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The valve issue reported by the customer was confirmed. The insertion tool issue observed during the analysis could be related to the valve issue reported by the customer. The potential cause of the valve issue could be related to an incorrect insertion of dilator during the handling of the device; however, this cannot be conclusively determined. The potential cause of the insertion tool issue could not be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).